Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous intervention (pci) treating a superficial femoral artery (sfa), moderately calcified lesion. Following atherectomy, the armada dilatation catheter balloon burst at the first inflation, at 10 atmospheres. There were no adverse patient effects and there was no clinically significant delay. The procedure continued with good outcomes reported. No additional information was provided regarding this issue.